Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump cover magnetic switches were observed to be missing. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.